Event description:
It was reported that the patient had his inflatable penile prosthesis device removed as the reservoir migrated into the scrotum. A new inflatable penile prosthesis consisting of 18cm x12mm cylinders, pump and reservoir were implanted.